Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 376mg/dl and a manual injection was administered to address the bg level. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the pump is worn against the skin and may lead to possible abrupt temperature changes to the pump. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.